Event description:
Patient presented to the physician with a superficial infection at the ipg site. Physician admitted the patient for infectious disease to monitor. Patient was prescribed IV antibiotics and discharged. Patient to continue with oral antibiotic at home. This resolved the issue.